Event description:
Needle pull off. Customer states that needles were releasing when taking out of the packet and while passing through tissue. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.